Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that an ilet pump exhibited a misaligned piston and persistent insulin leakage from multiple cartridges despite repeated infusion set, cartridge, and connect adaptor changes, and the user transitioned to backup insulin therapy while awaiting a replacement. Symptoms included no reported changes in blood glucose. Outcomes included product replacement and user education on device shutdown and return procedures. Investigation included technical support troubleshooting and follow-up, along with collection of the device for evaluation. Investigation of this case revealed a device mechanical malfunction consistent with a piston alignment issue associated with the cartridge interface leading to leakage. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure.